Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) showed communication or transmission difficulties when trying to interrogate with telemetry. It was suspected that the crt-p could be depleting prematurely but after a battery analysis it was determined that the crt-p had transitioned to elective replacement indicator and was having a normal battery depletion (nbd) and this was the cause for the communication difficulty. The crt-p was explanted due to nbd and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.